Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a trichomonas vaginalis (tv) false positive patient result with an unusual pcr curve on the max ctgctv2 assay was obtained. Clinical symptoms did not match a tv positive result. A repeat test on bd max from the original specimen gave negative tv results. In addition, specimen was retested on genexpert and was tv negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn g.4. There were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positive" results. Customer reported false positive results; a review of the logs and database showed an abnormal curve for ctgctv2 and elevated error rate for pump 3. Service cleaned mux glass on both sides and conducted self test and pcr script. Both tests passed, then cleaned reader and confirmed empty fill check values very low, checked normalization values are close to 1 for all channels and lanes. Service monitored as the customer performed 24 sample run and confirmed the instrument is working fine; instrument was turned back over to the customer for normal use. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a trichomonas vaginalis (tv) false positive patient result with an unusual pcr curve on the max ctgctv2 assay was obtained. Clinical symptoms did not match a tv positive result. A repeat test on bd max from the original specimen gave negative tv results. In addition, specimen was retested on genexpert and was tv negative. There was no report of patient impact.